Manufacturer narrative:
The sample was collected in a lithium heparin tube with a gel barrier and centrifuged for 5 minutes at 4500rpm. Qc and system information was not provided. There is no indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a tbhcg result of 2.4miu/ml (which is in the normal reference range) generated by the unicel dxc 600i synchron access clinical system which repeated on this instrument and an alternate instrument, above the normal reference range at 9.4, 4.5 and 11.7miu/ml. The customer was doing a comparison study between their two instruments when the discrepancy was discovered. No reports of death, injury, or change to patient treatment have been reported in connection with this event.